Event description:
It was reported that the patient was experiencing increased pain despite an increase in medications. It was stated that the catheter was blocked and there was poor backflow detected during a recent refill. A magnetic resonance imaging (MRI) was performed with contrast and no granuloma was found. The issue was with the intrathecal portion of the catheter, so a surgical revision was performed to splice the catheter. A catheter occlusion was noted. The patient resolved without sequela.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).